Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2024 . The event occurred within three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 36 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been soft cannula found kinked upon removal from infusion site. The batch 6003180 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the soft cannula found kinked upon removal from infusion site. Complaint investigation: test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6003180 was manufactured according to the wi version 106 manufactured in the line 7, on 05/sep/2023 with a total of (B)(4) units. Trending: a query was run in database on 11/jun/2025 against malfunction code evaluated soft cannula found kinked upon removal from infusion site and lot 6001882 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.